Event description:
It was reported that a user experienced a dexcom g7 sensor reconnecting alert and temporary signal loss that interrupted continuous glucose monitoring, after which readings resumed when the user toggled between cgm sensor types. Symptoms included no reported adverse clinical effects, with a concurrent blood glucose value of 80 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education that restored data display. Investigation of this case revealed a transient connectivity issue associated with the cgm signal, with no persistent device malfunction identified after user-guided reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable signal interruption consistent with normal operational limitations of external cgm connectivity.